Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an initial knee arthroplasty on an unknown date. Subsequently, patient developed an infection and was treated with antibiotics and draining at the office.